Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported the incorrect knife was included in their custom pack. The knife that was included was used resulting in wound leaks that required sutures. Additional info has been requested but none has been received to date.